Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 4f02652 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported he developed a pinpoint size area at his stoma with a flap that bleeds intermittently and has done so for one to two years. He stated that when he does have bleeding, his pouch will fill an eighth to a fourth of the way with blood. He saw his doctor, who prescribed and applied silver nitrate to the area, but the intermittent bleeding persists. He further mentioned that he has applied ice or pressure to stop the bleeding. It was recommended that he try a moldable skin barrier and if the area worsens or does not improve to call back for additional instructions.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.